Event description:
Patient reported noticing insulin in the cartridge compartment. Patient stated the cartridge is not straight in the cartridge compartment. Patient reported the issue occurred with several cartridges; alleges there is something wrong with the piston rod of the infusion device. Patient stated there are no health concerns. No further information is available. No physiological effects were reported. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device and cartridge for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).